Manufacturer narrative:
Section d4: device serial number unable to be confirmed by site. Manufacturer's investigation conclusion: the reported event of driveline power fault alarm was determined to be related to the pump cable; however, the reported event of a worn off serial number label on the controller was not confirmed. The hm2 system controller was not returned for analysis. Per provided information, the controller was exchanged on (B)(6) 2021 which did not resolve the issue. The old controller had a worn off serial number label and the customer checked the patient record showing (B)(6) which cannot be found in abbott system. X-ray on the driveline revealed a loop the pump end bend relief. An external driveline repair was performed on (B)(6) 2021 before the patient underwent a pump exchange on (B)(6) 2021. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including driveline fault and no external power. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted for patient with multiple driveline fault alarms in history. Log file review revealed driveline (dl) phase causing the dl fault event as did the log file from (B)(6) 2021 in which the system controller was changed. Related manufacturer report number: 2916596-2021-03193.